Manufacturer narrative:
Technician found bed in "down" storage. Head up function not working manually or under power. Battery led is on. Determined problem to be faulty valve guide tube. Replaced head up valve guide tube to resolve this issue.

Event description:
Cause of problem unknown. Bed found in "down" storage area. No pt impact reported.